Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for b2mg tina-quant 2-microglobulin (b2mg) on a cobas 8000 c 502 module. The initial result was 0.03 mg/l. This result was reported outside of the laboratory where it was questioned by the doctor. A new sample was run on a different c502 module and the result was 3.09 mg/l with a data flag. On (B)(6) 2018 the original sample was repeated on the c502 module in question and the result was 3.34 mg/l. The sample was also repeated on the other c502 module and the result was approximately 3.00 mg/l. The customer did not have issues with qc results or results from other tests. There was no allegation that an adverse event occurred. The b2mg reagent lot number was 30967801 with an expiration date of 31-jan-2019.

Manufacturer narrative:
An abnormal probe sampling alarm was observed on the analyzer alarm trace from the day of the event. This alarm can be an indication of sample mispipetting due to issues with the sample or issues with the instrument. A general product problem is not suspected. Based on the information provided, the investigation was unable to determine a definitive root cause.